Event description:
It was reported that during a stenting treatment procedure, the stent moved on the stent delivery system (sds). The target lesion was a 90% stenosis of the moderately tortuous vein graft to the right coronary artery. While advancing the sds through a non-bsc guiding catheter the physician felt higher resistance than usual. It was noted on cine that the balloon marker of the sds was not aligned with the stent. The physician elected to remove all of the devices. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent was damaged and stretched along its entire length resulting in a stent length of approximately 26mm. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The device was returned with a y connector and guidewire attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user related. The indications for use section of the dfu states "the promus element everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease, including patients with acute myocardial infarction and patients with concomitant diabetes mellitus, due to discrete de novo native coronary artery lesions." (B)(4).

Manufacturer narrative:
Device is a combination product. Device code # 2923 relates to component code # 515.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the stent delivery system (sds). The target lesion was a 90% stenosis of the moderately tortuous vein graft to the right coronary artery. While advancing the sds through a non-bsc guiding catheter the physician felt higher resistance than usual. It was noted on cine that the balloon marker of the sds was not aligned with the stent. The physician elected to remove all of the devices. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was stable.